Event description:
The recipient suffered from a head trauma; afterwards the recipient had a decline in hearing sensation with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. Furthermore, in situ measurements show one channel with high impedance status already in 2018 due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma; afterwards the user had a decline in hearing sensation.